Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit batteries not charging. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
In order to fix the issue, the fse replaced the power management board. Functional testing and safety check were performed to factory specifications. The unit passed all functional and safety tests per factory specifications and it was returned to customer. The failure analysis and testing dept. Received part number 0670-00-1162 rev. E, serial number (B)(6) with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a damaged q27 component. Due to the damage on this part and the risk associated with installing and testing on the cardiosave test fixture, fat cannot investigate the board any further. Sending the board to the supplier for failure analysis as per procedure. Due to this board being obsolete, the supplier cannot receive and test it. Cannot investigate and verify this complaint any further. Retaining the part in the failure analysis and testing department as per procedure.